Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera post-disinfection procedure. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication, livanova was informed that the device is cleaned regularly according to the instructions for use. Moreover, it was reported that until october 2023 the activity was performed by an external company. The following information related to the hospital's cleaning protocol was collected: - the hospital doesn't use reusable blankets. - the water quality monitoring is applied and the h2o2 level is checked every day. - the device is stored full of water and the h2o2 is checked daily even during days of non-use . - the h2o2 is added when the water in the tanks is changed. - the device is placed outside the operating room and the heater cooler surfaces are disinfected before and after every operation. - the water circuits are disinfected before storing. - a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used. - the 3t aerosol collection set is replaced after the allowed use period. Taking into account available information, it cannot be excluded that the source of contamination is related to location where device is used and the source of contamination remains unknown.